Event description:
They are getting higher results on the suspect device compared to the lab. Am example given is an inr of 6.0 on the suspect device and a lab inr of 3.87. Had not run controls or cleaned the suspect device. No treatment provided.